Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump and crack on the outside of the battery compartment. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1712k. Troubleshooting was performed. Instructed the customer that pump will be replaced. No further patient complications were reported. The customer discontinued to use of the device, mmt-1712k was requested and customer response was the device returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a blank display. Unable to download pump traces and history file using thus due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label missing. Cosmetic damage was confirmed at the battery compartment of the pump during analysis. Unable to verify customer alleged for high bgs. Unable to perform the required testing, upload pump to carelink, download history files and traces using thus due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.